Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter. Inserted retain batteries. Meter powered on with button depression and test strip insertion. Black markings on the screen were observed. Dsplght-2 has been addressed in issue-1. The reported complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.